Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the malfunction was likely caused by corrosion on the plug unit, which resulted in the b30 scope communication error . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair center indicates that a b30 error was found. There was no patient involvement.